Event description:
It was observed during the device inspection, that the rigid endoscope sheath exhibited a broken beak. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5, e1, e2, and e3. Additional information added to field: d4, h3, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that the damage was thermally and mechanically induced. Olympus will continue to monitor field performance for this device.